Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. 1 device was not evaluated and no cause was determined, as the customers did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced un-commanded motion. There was no patient involvement.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced un-commanded motion. There was no patient involvement.